Manufacturer narrative:
(B)(6). Concomitant devices: sheath introducer: 7fr medikit; microcatheter: prowler select plus (cat# 606-s255fx) and excelsior sl10 45 degrees angle; guidewire: chikai 200cm 0.014inch/asahi intecc; coils: (cat# 637cf0721 x1 coil, cat# 637cf0515 x3 coils, and cat# 637mf3575 x1 coil), cerecyte micrus (helical, 0.010 inch, 3mm x 6cm x 2 coils and 2.5mm x 4cm x 3 coils), stryker gdc 18 360; (8mm x 20cm x 1 coil and 7mm x 15cm x 2 coils), terumo v-track (5mm x 8cm x 1 coil, 4mm x 8cm x 1 coil, and 3mm x 6cm x 1 coil); stent: enterprise (cat# enc453712, lot# 01425620). At the time of the coil compaction diagnosis, the patient was on no antiplatelet therapy. Complaint conclusion: as reported via the japan pms enterprise study, a patient experienced coil compaction approximately 3 years after coil embolization (6 orbit coils, 5 unknown cerecyte micrus coils, and 3 competitor coils) assisted with enterprise stent (enc453712/014256200) of the left posterior communicating artery. At the time of the index procedure, the unruptured saccular aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:11.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. A jailed technique was utilized for the procedure. Coils implanted were 6 orbit coils (637cf0721 x1 coil, 637cf0515 x3 coils, 637cf0510 x1 coil, and 637mf3575 x1 coil), 5 unknown micrus cerecyte micrus helical, 0.010 inch coils (sizes 3mm x 6cm x 2 coils and 2.5mm x 4cm x 3 coils) and 5 competitor¿s coils. No additional information regarding the utilized devices or implanted coils is available. At the time of the 1 year follow-up, the occlusion rate of aneurysm was 100% after the procedure. Approximately 2 years and 8 months after the index procedure, an angiogram revealed a recanalization of the treated aneurysm due to coil compaction. The aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:11.0 mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. The occlusion rate of aneurysm was 50%. Additional coil embolization was performed, and after the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome was indicated as ¿resolved without sequelae.¿ according to the physician, the event was caused by hemodynamics. No further information is available and procedural images are not available. All products were implanted, and therefore not available for analysis. In addition, the sterile lot numbers were not provided; therefore, a review of manufacturing documentation for the devices could not be completed. Coil compaction after coil embolization is a known event. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization due to coil compaction. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is an initial/final MDR. This is 1 of 5 mdrs associated with patient identifier 1-1223803700 with associated manufacturer report numbers: 1058196-2014-00047, 1058196-2014-00048, 1058196-2014-00049 1058196-2014-00050 and 1226348-2014-00038.

Event description:
As reported via the (B)(4) study, a patient experienced coil compaction approximately 3 years after coil embolization (6 orbit coils, 5 cerecyte micrus coils, and 3 competitor coils) assisted with enterprise stent (enc453712/014256200) of the left posterior communicating artery. At the time of the index procedure, the unruptured saccular aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:11.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. A jailed technique was utilized for the procedure. Coils implanted were orbit (637cf0721 x1 coil, 637cf0515 x3 coils, 637cf0510 x1 coil, and 637mf3575 x1 coil), cerecyte micrus (helical, 0.010inch, 3mm x 6cm x 2 coils and 2.5mm x 4cm x 3 coils) and 5 competitor¿s coils. No additional information regarding the utilized devices or implanted coils is available. At the time of the 1 year follow-up, the occlusion rate of aneurysm was 100% after the procedure. Approximately 2 years and 8 months after the index procedure, an angiogram revealed a recanalization of the treated aneurysm due to coil compaction. The aneurysm neck was 7.0mm, and the neck to sac ratio was 7.0mm:11.0 mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.0mm. The occlusion rate of aneurysm was 50%. Additional coil embolization was performed, and after the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome was indicated as ¿resolved without sequelae¿. According to the physician, the relationship of the event to the index procedure was unrelated and to the vrd was also unrelated because he considered that the event was caused by hemodynamics. No further information is available and procedural images are not available.